Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported the patient received 5 to 6 inappropriate shocks due to oversensing. T wave oversensing and small r waves were also reported. It was believed to be a lead positioning issue. The lead was replaced. The physician decided to replace the ICD in an effort to improve tip-to-coil sense. No patient complications have been reported as a result of this event.